Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information, however, the device was not returned for analysis. No patient effects were reported as a result of the rupture. Factor that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, interactions with other devices, interactions with stent struts, patient anatomy, lesion calcification, lesion tortuosity, or excessive applied pressure. The patient anatomy was not described in the case details, which may have aided the investigation. Additionally, the inflation pressure was not reported. In this case, a root cause for the balloon rupture cannot be determined.

Event description:
Reporting status: malfunction. Reporting rational: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that xience v balloon rupture during use. No additional event or patient information is available.